Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: a review of the pump alarm history showed one cs 177 low battery warning. No related alarms, warnings or drastic voltage fluctuations were observed in the black box history. During a visual inspection of the pump, the battery compartment was found to be intact; no damage or cracks observed. No evidence of moisture was observed in the battery compartment. Current draws measured within specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.